Event description:
It was reported that the patient presented remotely via merlin. Net. Review of the transmission noted that both the pacemaker and right ventricular (rv) lead exhibited occasional noise oversensing resulting in rv pacing inhibition, false high ventricular rate (hvr) episodes and noise reversion. The noise was reproducible when pressure was applied to the patient¿s chest over the pacemaker. Chest x-ray performed revealed no visible damage on both the pacemaker and rv lead. The noise origin could not be determined; the physician elected to explant the pacemaker and capped the rv lead. Both were replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Reported event of oversensing was not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Visual inspection found no anomaly on the header related to the field concern. Analysis of the device image indicated device was within normal range of operation. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including sensitivity test and crosstalk test found no anomaly contributing to reported event of oversensing.